Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found with a broken grip cable at the proximal end causing the cable on the distal to become loose. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at the clamping pulley/backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument cable snapped while attempting to apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The clip did not dislodge or fall into the patient. A teleflex llc, large internal hem-o-lok clip was the type of clip used. The issue occurred on the third clip application. The surgeon used a back up to resolve the issue.